Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence that has gradually become worse. The aus was explanted and replaced with a new aus with the cuff placed more proximally. Upon explant, the pump was observed to be half full indicating a fluid leak. There were no additional patient complications reported.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with recurring incontinence that has gradually become worse. The aus was explanted and replaced with a new aus with the cuff placed more proximally. Upon explant, the pump was observed to be half full indicating a fluid leak. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the cuff found a tear on the cuff shell consistent with wear at a fold in the cuff. A fluid leak was confirmed. No further abnormalities were found. Based on the information available and analysis results, the analysis did confirm that the tear could affect the functionality of the cuff; therefore, a conclusion code of cause traced to component failure was chosen.